Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported a sjm representative met with the patient and was unable to establish communication between the patient's ipg and external devices. The patient had not recharged the ipg in several months. The ipg was confirmed inoperable. Subsequently, the patient underwent surgical intervention at which time, the ipg was explanted and replaced with another model. Reportedly, effective therapy was restored postoperatively.